Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes and pacing started. According to the reporter, the device intermittently alarmed, stopped pacing and had to be manually restarted. The pt was transported to the hosp. Pt outcome is unknown.